Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was buffered. A technical support specialist (tss) dialed into the station as carefusion admin, checked the database size (5.8 gb), and confirmed drive c was at 73% capacity. Tss confirmed that two pending windows updates were installed successfully. Tss performed disk cleanup was, and the station was restarted. The tss reviewed station logs but found no specific errors. The tss advised the customer to check with their hospital it team regarding network configuration, especially the network port if the issue persisted. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had buffered during medication pull. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.